Event description:
A falsely elevated ctni result of 5.4 ng/ml with an "abnormal reaction" flag was obtained on the dimension xpand analyzer. The result was repeated and an unflagged result of 5.5 ng.ml was obtained. The 5.5 ng/ml result was reported to the physician and questioned. When the test was repeated on the same sample the next day, 0.04 ng/ ml was obtained. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Analysis of the instrument by field service indicated no major problems. A minor alignment of the r2 probe corrected the "abnormal reaction" flags. Other than the possibility of a sample transpostion error, dade behring was uable to determine the cause of the elevated result.

Manufacturer narrative:
A dade behring representative serviced the device and corrected the cause of the "abnormal reaction" errors. The instrument is performing within specification. Device failure may be related to sample a mixup but no conclusion can be drawn.